Event description:
Reportedly, right atrial and ventricular leads showed oversensing of both leads. On (B)(6) 2026, a reintervention occurred and both leads were explanted. The ventricular lead demonstrated an insulation defect in the intracardiac portion. The new leads were connected to the existing generator and implanted into the pre-existing device pocket.